Event description:
Patient had enucleation and curettage of a left mandibular cyst and extraction of tooth #18 under general anesthesia. During the procedure, the ballbearings in the drill overheated, causing the shaft to heat up, which in turn caused a burn to the patient's lip and inner cheek. Copious irrigation was being used at the time. The lip burn is a first degree burn, 1 cm, which resulted in some sloughing of skin. The mucosal burn was deeper.